Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that the carpal poly of the freedom wrist arthroplasty system was expired at the time it was implanted.

Manufacturer narrative:
The carpal poly was not returned for evaluation but photographs of the product label were provided. A review of the device history records (DHR) was conducted. A note on the quality assurance/inspection checklist indicates that the ¿barcode [was] too wide to check with vs verifier. Verified with a handheld scanner¿. A subsequent page in the lot record shows the results of the verification with the handheld scanner; the barcodes were accurately read by the handheld scanner as written on the package. Review of transaction records associated with the lot in oracle, the electronic product management system, identified a discrepancy. Entries for lot fx0284 in some organizations in oracle were documented with the correct expiration date of 22 dec 2020 while entries for other organizations were documented with the incorrect expiration date of 01 feb 2022. Failure analysis - the part has not yet been received at integra for evaluation, but photographs of the product label were provided. Evaluation of the photographs showed that the product label documented the expiration date for product lot fx0284 as 22 dec 2020. Neither photographs of the delivery note nor the move medical entry were provided, but review of transaction records associated with the lot in oracle did identify a discrepancy which supports the alleged complaint. Entries for lot fx0284 in some organizations in oracle were documented with the correct expiration date of 22 dec 2020 while entries for the lot in other organizations were documented with the incorrect expiration date of 01 feb 2022. The failure was confirmed. Root cause analysis - review of previous similar complaints determined that the most probable root cause for this complaint was that the barcodes on the product labels were improperly formatted according to health industry barcode (hibc) formatting standards causing the expiration date to be read incorrectly when the barcode was scanned. A corrective action was initiated for lot fx0284 to address this issue of incorrect barcode formatting.

Event description:
N/a